Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-00293. The same patient is represented in each medwatch. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure to treat uterine prolapse, cystocele, stress urinary incontinence and a mesh was implanted. It was reported that following insertion, starting in 2007, the patient experienced bleeding and infection. It was reported that patient underwent mesh revision on (B)(6) 2006, and then on (B)(6) 2010 and (B)(6) 2012, she underwent partial removal of mesh by implanting surgeon due to bleeding, infection, continued leakage and exposed mesh. No additional information was provided. (B)(4).